Event description:
Beckman coulter au680 analyzer has random issues of sample probe getting into the sst gel inside the patient vacutainer blood tubes. The probe is supposed to sense serum level, aspirate serum for the test requested and never get down into the sst gel level of the tube. These occur on full tubes on normal green top lithium heparin sst gel separator tubes that we draw and run on patients. When the sample probe goes into the gel of the patient blood tube, it becomes clogged and aspirates not enough serum sample which changes the results of the test and possibly on future tests on the machine at that time if the gel is not manually cleaned out of the sample probe. We have ruled out that this is not caused by a centrifugation problem with these vacutainer tubes, and not an issue with the vacutainer tubes themselves via (B)(4) report analyzing the tubes that were affected with probe into the gel on our patients. Beckman coulter engineers and top engineer team came out to try and resolve the issue many times and cannot find a random cause of why this occurs and how the sample probe goes into the sst separator gel in the tubes. (B)(4) concluded that the sample of material we submitted to them directly off our sample probe tip was indeed the sst separator gel thus proving that the probe randomly dips into the gel in the middle of the tubes at times, clogging the probe and changing results on the patients at that time and possibly on patient samples after that clog if the machine is not stopped and the probe manually cleaned out to remove all gel inside sample probe. This was proven by our lab running all patient samples for 3 days time at a lab with an au680 machine, and we had no clot detection errors and their sample probe never reached into the sst gel on any tube over the 350 patients tested. When these same tubes were run on our au680 machine, the machine sample probe randomly went into the sst gel on patients and clogged the probe, flagging ¿clot detect¿ errors on the machine and causing possible erroneous results.